Manufacturer narrative:
This console was serviced at the customer's site. The reported event was confirmed. The field service engineer was able to replicate the error 188 and the chiller was not working. The field service engineer performed replacement of the 15amp ceramic fuse with housing, which resolved the issue. No other errors appeared. The console was calibrated and confirmed to be ready for use. Based on all available information, the most probable cause was determined to be cause traced to component failure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported that console issued error code 58 (self test process failure (one of the tests completed with fail status)) and 188 (cooling system error-cooling flow switch error) were issued. The patient was on the table and the case had to be stopped. No patient complications were reported. This event is being reported for aborted cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
This console was serviced at the customer's site. The reported event was confirmed. The field service engineer was able to replicate the error 188 and the chiller was not working. The field service engineer performed replacement of the 15amp ceramic fuse with housing, which resolved the issue. No other errors appeared. The console was calibrated and confirmed to be ready for use. The fuse holder without the fuse was returned for analysis at our quality assurance laboratory. Visual analysis of the returned component showed it had the bottom connector broken from the body. In addition, inside the component looked like it had burn marks. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on all available information, the most probable cause was determined to be cause traced to component failure.

Event description:
It was reported that console issued error code 58 (self test process failure (one of the tests completed with fail status)) and 188 (cooling system error-cooling flow switch error) were issued. It was noted that the patient was on the table and the case had to be stopped. No patient complications were reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.